Event description:
On (B)(6) 2010, the patient underwent a revision right total knee arthroplasty. He did well until recently when he began having increased right knee pain. X-rays revealed a fracture of the neutral femoral adapter bolt with gross loosening of the femoral component. On (B)(6) 2017, the patient underwent a revision right total knee arthroplasty.